Event description:
It was reported that during a follow-up clinic check, the device was found to exhibit oversensing of myopotential inhibition. A programming change was made. The patient was asymptomatic.